Event description:
Allegedly, eprd reported 25 new complications for profemur® neck neutral re-revision (7 infections, 8 dislocation, 7 aseptic loosening,2 unknown failure and 1 other failure). No further information was reported. This incident is capturing 8 dislocations.